Event description:
During implant procedure, decrease impedance on the right ventricular (rv) lead was noted. The physician tried multiple positions and decided to implant a new rv lead. The patient was in stable condition.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.